Manufacturer narrative:
Unit received with operating currents within spec. Unit passed self test and unexpected restart error test. However, unit alarmed compromised force system sensor during priming due to high motor current draw. Unable to perform displacement test and verify low reservoir alarm due to motor anomaly. Unit received with cracked case at reservoir tube window corners.

Event description:
The customer indicated via phone call that their insulin pump alarmed compromised force system sensor during a bolus. The customer also indicated that they are unable to exit the preparing the prime the customer indicated that their blood glucose level was unknown at the time of incident. Troubleshooting advised customer to discontinue use of the device and revert to a back-up plan per doctor's instruction. The customer was advised that the device would be replaced and agreed to return the product for analysis.